Manufacturer narrative:
Hara, h et al (2012-12-28); incidence and predictors for late target lesion revascularization after sirolimus-eluting stent implantation; circulation journal 12-0570. Please note that this report contains 23 incidents of stent fracture events and no specific information regarding patient demographics and device specifics is available to date. Complaint conclusion: the complaint received from a literature review states that cypher stents became fractured after implantation. As reported in the literature article, hara et al incidence and predictors for late target lesion revascularization after sirolimus-eluting stent implantation; circulation journal 12-0570; report that there were 23 incidents of stent fracture reported. The cypher stents remain implanted thus unavailable for analysis. There was no sterile lot number information available thus no DHR could be performed. Stent fracture is a known potential adverse event associated with cypher stent implantation procedures and is listed in the IFU (instructions for use) as such. There are multiple factors that can contribute to stent fracture in the coronary arteries. The coronary arteries are very dynamic vessels that undergo biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that stent fractures occur in cases of multiple stents and overlap related to an abnormal stress area that is created. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Event description:
As reported in the literature article, hara et al incidence and predictors for late target lesion revascularization after sirolimus-eluting stent implantation; circulation journal 12-0570; report that there were 23 stent fracture. No additional information is obtained to date.